Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient.

Event description:
It was reported that an exalt model d single use scope was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure for the treatment of stones on (B)(6) 2024. During the procedure, the image was lost. The scope was unplugged and replugged but the image was not recovered. The procedure was completed with a second device. There were no patient complications.